Event description:
Reportedly the physician was using a 7 french guide catheter with a guideliner and a prowater guide wire. Pre-dilatation was performed with multiple balloon dilatation catheters, including a cutting balloon and a 3.0 nc trek dilatation catheter. The 1.5 x 12 mm mini trek was advanced into the heavily calcified mid right coronary artery (rca) and resistance was felt and some force was applied. During advancement, the shaft of the mini trek separated while in the patient anatomy; however, the physician was able to remove both separated segments without difficulty. The physician performed additional pre-dilatation and then advanced the 4.0 x 23 mm xience xpedition stent delivery system into the patient anatomy. The device was unable to cross to the target lesion and was removed. During removal, no resistance was felt; however, the shaft of the xience xpedition became kinked and the physician then attempted to straighten the shaft using force. The shaft then separated and was easily removed from the patient anatomy. A second 4.0 x 23 mm xience xpedition was then advanced; however, the device was unable to cross and was removed without difficulty. The physician then advanced a 4.0 x 22 mm non-abbott stent delivery system into the patient anatomy and was able to deploy the stent at the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: prowater; guide catheter: 7 french; other: guide liner. (B)(4) - against resistance. The 4.0 x 23 mm xience xpedition mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned and analyzed. The reported catheter separation was confirmed on the returned device and most likely related to the operational context of the procedure. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported physical resistance and shaft separation were most likely related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the mini trek instructions for use states if resistance is felt, determine the cause before proceeding. Continue to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter.